Event description:
When ventilator is used with a duel-limb heated wire circuit, the safety valve opens repeatedly causing an increased work-of-breathing for the pt. Facility is using the fisher paykel mr850 heated humidifier with the rt110 dual-limb heated wire circuit when this condition was identified.